Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. In addition another reload was received had the 6 most proximal drivers up and the swing tab was noted to be detached and missing, making the reload nonfunctional. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was the device used in? No information. Did the device cut? No information. If yes, was the cut line complete? No information.

Event description:
It was reported that during an unknown procedure, staples were not deployed except for the proximal end and the distal end. Then, new cartridge was loaded into the same device and the device was fired but the same event occurred again. Another device was used to complete the case. There were no adverse consequences to the patient.